Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that on (B)(6) 2022, a 13-year-old female child patient faced a kinked cannula, three or more hours after insertion due to which she experienced high blood glucose level and the insertion site was patient's abdomen. Therefore, they tried to treat it with correction bolus via multiple daily injection. The infusion set had been used for 4 hours. Moreover, she had high/large ketone levels which was assessed as dangerous/life threatening by her healthcare professional. Further, on (B)(6) 2022 and (B)(6) 2022 (issue occurred twice), the patient again faced bent cannulas, three or more hours after insertion due to which she experienced high blood glucose level and the insertion site was patient's abdomen. Therefore, they tried to treat it with correction bolus via multiple daily injection. Moreover, she had high/large ketone levels which was assessed as dangerous/life threatening by her healthcare professional. The infusion sets have been used for one day (for all events). For all the above-mentioned events, the patient received third party assistance as fluids and insulin intravenously. Further, on an unknown date, the patient again faced a bent/kinked cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injections, but the patient went to the emergency room and was subsequently hospitalized due high blood glucose level. Her highest blood glucose level was 44 mmol/l and had high ketone level which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for three days. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as she went into diabetic ketoacidosis, which was further resolved. On (B)(6) 2022, he was released from the hospital with no permanent damage. Furthermore, they resumed the insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.